Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the tubing from the red blood cell (rbc) bath was loose. The fse replaced the tubing, which repaired the leak. The fse also found the tubing at the differential mixing chamber was clogged. The fse replaced the chamber and the tubing to resolve the issue. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the coulter lh 750 hematology analyzer. The volume of the leak was about 50 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.